Event description:
It was reported that the bd q-syte¿ micro bore extension set had a loose connection and leaked liquid as a result. The following information was provided by the initial reporter, translated from chinese: "after connecting the infusion set to exhaust, it is found that the connection is not airtight, the connection is unstable after reinforcement, or there is liquid leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. Since no photos or samples displaying the reported condition of connection issues were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.